Event description:
It was reported that during a basilar artery (ba) tip aneurysm case. Punctured through right femoral artery and placed a sheath device. Used slime guidewire to bring the guide catheter to left vertebral artery (va) and then prepared to use the subject guidewire. After flushing, the subject guidewire was delivering within the microcatheter to pca (posterior cerebral artery) but the tip of the subject guidewire was not able to be controlled. The subject guidewire was removed from the patient and 10cm from tip of the subject guidewire was found to be fractured with only one wire connected. The subject guidewire was replaced with a new same guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated d4 expiration date - added d4 gtin - updated d9 returned to manufacturer on - updated d9 product available to stryker ¿ updated g4 PMA/510(k) - updated there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the reported lot number was confirmed from the packaging label. During visual inspection, the guidewire was seen to be broken/fractured 187.5cm from the proximal end. No other anomalies were noted to the hydrated guidewire. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The reported unexpected movement of device could not be duplicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation, based on the damage noted. It was reported that no anomaly was noticed before use. Flushed and delivered it to work with microcatheter to the pca (posterior cerebral artery) but during delivery the tip of the guidewire was not able to be controlled. The operator withdrew it to check and found 10cm from tip of it was fractured with only one wire connected. Additional information provided by the customer states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patient's anatomy was severely tortuous. The device was returned and the distal section of the guidewire was confirmed to have been fractured. It is probable that the patient's anatomy may have caused difficulties in advancing the guidewire and causing the subsequent guidewire fracture and lack of control of the guidewire tip due to the fracture. An assignable cause of procedural factors will be assigned to the reported events of guidewire distal tip broken/fractured during use and unexpected movement of device and to the analyzed event of guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a basilar artery (ba) tip aneurysm case. Punctured through right femoral artery and placed a sheath device. Used slime guidewire to bring the guide catheter to left vertebral artery (va) and then prepared to use the subject guidewire. After flushing, the subject guidewire was delivering within the microcatheter to pca (posterior cerebral artery) but the tip of the subject guidewire was not able to be controlled. The subject guidewire was removed from the patient and 10cm from tip of the subject guidewire was found to be fractured with only one wire connected. The subject guidewire was replaced with a new same guidewire and continued the procedure without clinical consequences to the patient.